Manufacturer narrative:
(B)(4). Mfg date: the lot was manufactured from june 12, 2015 to june 13, 2015. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed without noting any issues. A pull test was performed without noting any issues. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bottom luer lock of a clearlink continu-flo solution set separated from the set. This occurred during patient use, while attempting to start the infusion. The device was disconnected, and a new device was used. There was no patient injury or medical intervention associated with this event. No additional information is available.